Event description:
It was reported that the 9900 system would lock up during the review of the cine runs. Also, the system would index the cine runs incorrectly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.